Event description:
In 2007, the lay user/patient contacted lifescan another country alleging her one touch ultra meter had segments missing on the display. The medical affairs specialist sent follow-up questions on the same day. This case is being classified based on those responses. The pt mentioned the segments missing issue started approx five days earlier, and she has not been able to interpret many readings. Late in the afternoon three days later, the pt started to feel symptoms of headache, trembling, and feeling hot, which she later determined to be hypoglycemia. The pt tried to test her blood glucose level at that time with the meter but was unable to interpret the result. The patient did not take any action initially as she did not know if the results were indicative of hypo or hyperglycemia. About 30 minutes after the onset of symptoms, the pt determined it was hypoglycemia as the symptoms intensified and administered sugar and water. Fifteen to 30 minutes after administering sugar, the symptoms began to subside. The pt states that she feels those symptoms very regularly, about once or twice a day. She experienced the same symptoms for four days at least once per day. She reported the symptoms the following day because they were more intense. She mentioned that the weather was hot during this time and she said her symptoms could be attributed to the weather and side effects of her epilepsy medications (phenobarbital and depakene). She could only recall that she ate a mixed salad for lunch and doesn't remember what else she ate that day. The pt is on a sliding scale of insulin based on meter readings. She also takes phenobarbital and depakene as stated for epilepsy and fenofibrate in the evening for hyperlipidemia. The pt tests her blood sugar 10 times a day on average every 1 or 2 hours during the day. She continued to test as usual when the segments were missing and she interpreted most results to be above 300 mg/dl on the days the segments were missing. She states she injected more insulin than usual those days as she interpreted results to be high. She has not changed her medication regimen and continued to test regularly since. She received her new meter four days later and has been able to test. She had the same symptoms for two days, but she has not had symptoms one day later and the following day, since she got the new meter. The customer service rep determined during the troubleshooting telephone call, the interface cable was not attached and this was not a new product. This complaint is being reported because the pt alleged she was unable to interpret the readings properly due to the display issue and subsequently became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.